Event description:
New information noted that the patient passed away due to multisystem organ failure and infective endocarditis. It was suspected that the infection came from the toe amputation and there is no known allegation from a health care professional that suggests that the death was related to device or device related procedure.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented in emergency room experiencing fever and syncopal episodes. It was found that the patient had sepsis and went into septic shock. Echocardiogram was performed and confirmed vegetation on mitral valve. The pacemaker, right ventricular (rv) and right atrial (ra) leads were explanted as a result and temporary right ventricular (rv) lead was placed. Patient condition was stable.